Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed during use but there was no indication on the screen. Even after turning it off, the alarm still went off. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A high-pressure alarm while in operation was revealed in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure the downstream sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.